Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, he experienced diabetic ketoacidosis (dka) with symptoms of not feeling okay, can¿t think, and can¿t see straight. The patient was hospitalized for 5 days. The patient determined the device was inaccurate by taking a bg meter reading to compare. However, he did not provide specific readings or further information about the incident when he experienced dka. He also did not mention the specific dates and details of that hospitalization, only sharing that he had been hospitalized. Regarding treatment, medication, and comparison of readings, he declined to provide any additional details. The patient stated that he did seek medical attention and went to the hospital but did not provide information about the treatment or medications he received there, only stating that he wanted the product fixed and did not want to experience more inaccuracies and refused to elaborate more. At the time of the report the patient was feeling frantic. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.